Event description:
It was reported to baxter (B)(4) that a solution administration set had a "leak located between tube and injection site at y." There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. A visual inspection of the device noted that the tubing was not fully inserted, but was rather inserted at an angle in the upper y-site. Functional testing was performed and a leak was identified at the junction of the tubing and the upper y-site. The cause of the reported condition was determined to be a manufacturing deficiency. In order to address this issue, a machine upgrade was performed within the manufacturing process. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.